Manufacturer narrative:
Not available for this device. Despite several requests, no information has been received regarding the reason(s) for the device explantation. The explanted device has not been received for investigation by the manufacturer. Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the further the case will be re-opened and the device investigated. Therefore a root cause for the device explantation cannot be determined. This is a final report.

Manufacturer narrative:
Not available for this device. The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was re-implanted on (B)(6) 2013. No add'l info is available at this time.